Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in rehab at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit panel was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician activated the caregiver bed exit panel to resolve the issue. Based on this information, no further action is required.